Event description:
The absolute pro stent box was being unpacked at the abbott affiliate warehouse when the staff noticed that there was a hole in the side of the box. This product is being returned because the outer box is damaged. There was no patient involvement and the hole was found when unpacking the shipment at the abbott warehouse after being returned by the account. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The packaging damage was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.